Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, when the surgeon went to tighten the xp-4000, the wire that tightens the arm broke and then the suction cup came out of the tri-slot socket. The sales rep stated that he believes the surgeon tightened too much. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. Product was discarded.